Event description:
In 2008, the pt reported that insulin leaked from her insulin cartridge into the cartridge compartment of the infusion device. She started that she has "lost" 3 full insulin cartridges inside the cartridge compartment (three times in two weeks). The pt was advised to switch to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.